Event description:
Cardioquip director of operations and epidemiology recommends iwpr due to brown discoloration within the water path and around the hose clamps.

Manufacturer narrative:
The customer sent photos of the device tubing to cardioquip. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the potential contamination via email on 09/15/2022. A quote for an internal water pathway replacement was also sent to the customer via email on 09/20/2022. As of the date of this report, there has been no customer response to the recommendation of repair.